Manufacturer narrative:
Patient information was not available from the hospital. The computer was returned and passed all testing with no problem found. However, replacement of the computer at the site resulted in no further issues.

Event description:
A site representative reported a system freeze during a case. They were able to reboot the system and continue with the surgery. There was no negative impact on the patient.